Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. It was reported that the customer experienced an elevated blood glucose (bg) level greater than 600 mg/dl. A correction injection was administered to address the bg.